Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached from the end that connects it to the dome, while the patient was unwinding the tubing. This issue occurred with four infusion sets. Reportedly, the infusion had not been in use when the issue occurred. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.